Event description:
A surgeon reported that an intraocular lens (iol) looked like there were vacuoles in it. The lens was explanted. Additional info has been requested.

Manufacturer narrative:
The product was not returned for analysis. Product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the manufacturing documentation. Additional info was requested on 09/29/08 and 10/31/08 by fax, mail, and phone. A completed questionnaire has not been rec'd.